Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: bmi at the time of index procedure. Name of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the vicryl rapide suture used? Were other sutures used to close the incision layers? If yes, please provide names/product codes and tissue layers. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What was the appearance of the suture during the reoperation of (B)(6) 2020? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent incision in unknown surgery on (B)(6) 2020 and suture was used. The patient experienced poor wound healing on (B)(6) 2020 after the surgery. Dehiscence of the incision reached fascial layer on (B)(6) 2020. On (B)(6) 2020, the dehiscence happened on the full layer of the incision. Symptomatic treatments such as cleaning and dressing change were given continuously. Secondary suture of abdominal operation spot was performed on (B)(6) 2020. Dressing change was given continuously. The patient was discharged from the hospital on (B)(6) 2020. On (B)(6) 2020, when removing the suture, it was found that the wound healed well. The patient recovered well when the patient came to the hospital for a second examination two days later. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/18/2020. Additional h6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device lot number am9907, and no non conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: name of index surgical procedure - pelvic space occupying surgery the diagnosis and indication for the index surgical procedure? Pelvic space occupying on what tissue was the vicryl rapide suture used? Continuous intradermal suture of abdominal incision. How was the suture placed (interrupted or continuous)? Continuous if applicable, will product be returned, return date, tracking information the product isn't available for return. What is the patient¿s current status? The patient recovered well on september 15. All the symptoms disappeared. The following information was requested but unavailable: the patient demographic info: bmi at the time of index procedure were other sutures used to close the incision layers? If yes, please provide names/product codes and tissue layers what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture tied (square knot or multiple knots one end)? What was the appearance of the suture during the reoperation of (B)(6) 2020? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.